Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. In addition, an early sensor expiration due to potential patient misuse was found on 08-03-2019. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed as a early sensor expiration was confirmed. The probable cause was determine to be potential patient misuse which led to an early sensor expiration. The reported event of a replace sensor is reportable based on the finding of an early sensor expiration.